Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose and hospitalization. The customer stated that her blood glucose was 200 mg/dl when it was really 400 mg/dl. The customer stated that she was at work and did not bolus 2 days ago. The customer stated that the night before the pump read 89 mg/dl when she was at 49 mg/dl. The customer stated that she was hospitalized back in (B)(6) and they adjusted her basal rates. The customer was also hospitalized due to diabetic ketoacidosis. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions